Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n193528003, implanted:(B)(6) 2009, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving morphine (3.3 mg at 159 mcg). The indication for use was non-malignant pain, failed back surgery syndrome, and post lumbar laminectomy syndrome. On (B)(6) 2015 it was reported that the patient was having surgery to replace her pump for normal end of life. During the surgery, the physician found her catheter to be fractured with approximately 60cm of the catheter coiled in the pump pocket behind the old pump. The patient claimed that she was getting good pain relief and had never experienced withdraw symptoms. The physician reviewed x-rays that the patient had in (B)(6) 2011 for another reason other than catheter evaluation but they happened to show the catheter. The physician felt that the catheter was missing from the intrathecal space even back then. The cause of the catheter fracture and when it occurred were unknown. The catheter was replaced along with the pump during the procedure after which the patient was rec eiving effective therapy. The patient status was reported as "alive-no injury". The issue was resolved.